Manufacturer narrative:
Further investigation revealed the laa was a 42 mm "superior c" shape with an ill defined distal tip which extended back onto itself back to the ostium of the laa. This challenging anatomy may have contributed to the event in that it may have contributed to incorrect positioning of the snare loop and subsequent suture placement.

Event description:
The lariat was being used to ligate the left atrial appendage. Following suture tightening the patient became unstable. The case was unremarkable up to that point. The doctor then observed an effusion had developed and made the decision to send the patient to surgery. Regrettably, the patient expired during surgery. The surgeon reported finding a laceration near the base of the laa.